Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "1 of 2 clips applier failures this day. Misfire and crossing whilst sealing duct." Patient status - "well, recovering".

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the event unit, it is difficult to determine the exact root cause of the customer's report of inconsistent clip application. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. All clip appliers undergo complete visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip loading prior to packaging. Although the root cause of the customer's experience could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, december 17, 2015: "I understand at least 1 clip was fired in each case. Both times they scissored. There was no mention of thick tissue, and I'm not sure if the clip was loaded beforehand."